Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Customers blood glucose was 242 -376 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.